Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The occlusion alarm occurred several occasions after pump was dropped. The cart/site was changed 3 times with no better results. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 29-oct-2018 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test, leak test, and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted relating to the loss of prime complaint. There were multiple occlusion alarms observed in the black box. The force at the time of the occlusion was high. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the sensor was detecting the correct force. There were no occlusions during testing.